Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgery, it was observed that the electric pen drive device was broken. There was no delay to the surgical procedure as an identical spare device was available for use. It was reported that the surgery was successfully completed. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run, had corroded contacts, pick-up coupling and electric motor that had an unknown residue on it (signs of submersion and corroded drive shaft). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to failure to follow cleaning and maintenance procedures as per the directions for use, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate